Manufacturer narrative:
H11: one needle was received by our quality team and evaluated. During evaluation, a 10ml luer lock syringe was attached and fluid (water) drawn. No issues were observed; no leaks were identified. The failure could not be recreated. Therefore, the reported failure could not be confirmed, and a root cause could not be identified. A review of the device history record (DHR) for part: ejm4011 lot: 0001628990 was conducted. No confirmed quality issues or rejections related to the reported incident were identified. The review verified that all procedural and functional criteria required for product release were fully satisfied. The complaint was entered into the complaint management system and will be tracked & trended for future occurrences and reviewed/investigated through the quality data analysis process. B5 (describe event or problem), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction, additional information, and device evaluation), h3 (device eval by manufacturer?), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when connecting a luer lock syringe to the top of suction port, it did not create a seal. Different types of syringes were used, reinsertion of new jamshidi needle causing a longer procedure. Based on follow up response it was further reported that there was no fluid caused by the loose seal failure. The patient was successfully treated. The patient was not injured; patient procedure took longer.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. No photos were provided for review. The device was returned; sample evaluation is pending. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when connecting a luer lock syringe to the top of suction port, it did not create a seal. Different types of syringes were used, reinsertion of new jamshidi needle causing a longer procedure.